Manufacturer narrative:
Correction : the device is a surgical reject. At this time there is no evidence of a device malfunction prior to the implantation. There is no reported serious injury.

Manufacturer narrative:
This report is submitted on july 02, 2018 by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [119216 - device analysis report reg.pdf]

Event description:
Per the clinic, it was reported that during initial implantation surgery performed on (B)(6) 2018, after implantation of the device, the surgeon alleged that the electrode was damaged. Subsequently the device was removed and the patient was successfully implanted with the back-up cochlear device with no other complications reported. There were no report of patient injury associated with this event.